Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported failure (error 25521) during calibration via matlab. The embedded serializer in master base (esmb) printed circuit assembly (pca) was replaced as a fix. Based on the information provided at this time, this complaint is being reported because da vinci system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure becoming converted/aborted. At this time, complaint investigation has been completed and this record will be closed. If additional information related to this complaint is obtained, the record will be reopened for further evaluation.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the surgical staff encountered a system error code #25521. A system error #25521 is a recoverable fault. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to power down the da vinci system, power cycle the surgeon side console (ssc) main breaker, back drive the left master, and reboot system. After doing so, the system error code #25521 persisted. The tse had the customer connect another ssc and the system successfully homed. The procedure was completed successfully with the other da vinci system; however, the surgical procedure was delayed between 15-30 minutes as a result of the reported issue. There was no report of any patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the master tool manipulator left (mtml) to resolve the reported issue. Following service, the system was tested and verified as ready for use. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon¿s left hand (mtml) and one to the right (mtmr).